Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob were requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the tubing set separated and leaked during a normal saline and IV induction agent infusion in the anesthesia department while in use on an adult patient. The customer stated that there was no patient harm caused from this event.